Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. Reportedly, the patient with this device had a twiddler syndrome and fluoroscopy showed that the leads looked like a french braid. Also, a puss was observed in the device pocket. Furthermore, this ICD and leads were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.